Manufacturer narrative:
The following field has been updated with corrected information: g.4. Date received by manufacturer: 2021-06-25.

Event description:
It was reported that while running a patient sample on a bd bactec¿ fx, instrument top, packaged the vial was not seated properly and the vial broke. Traces of blood from the vial was discovered. The user was not directly exposed to the blood. Sample did not have to be recollected. The following information was provided by the initial reporter, translated from french to english: the customer opened the machine and found a broken bottle inside. Traces of blood from the bottle were found. The customer was not directly exposed to the blood. The amount of blood found was small, and did not expose another person or patient vial. This patient's result will not be used to render a result but will be redone. The patient was not called back, the blood collected was enough to re do the assay 1. Was the leak contained within the instrument? Contained within the instrument 2. Was the leak in a customer accessible location? Yes, in drawer 3. Was there spray of fluid under pressure? No spray under pressure, few drops 4. What was the fluid that leaked? Blood from a patient, the client has made the necessary arrangements regarding its local rules 5. What is the source of leak -- waste line or non-waste line? From the vials, no waste line on this instrument 6. Was the customer exposed to blood or bodily fluids? No, the customer see the small amount of the blood. He put glove before operate on the instrument. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running a patient sample on a bd bactec¿ fx, instrument top, packaged the vial was not seated properly and the vial broke. Traces of blood from the vial was discovered. The user was not directly exposed to the blood. Sample did not have to be recollected. The following information was provided by the initial reporter, translated from french to english: the customer opened the machine and found a broken bottle inside. Traces of blood from the bottle were found. The customer was not directly exposed to the blood. The amount of blood found was small, and did not expose another person or patient vial. This patient's result will not be used to render a result but will be redone. The patient was not called back, the blood collected was enough to re do the assay was the leak contained within the instrument? Contained within the instrument was the leak in a customer accessible location? Yes, in drawer was there spray of fluid under pressure? No spray under pressure, few drops what was the fluid that leaked? Blood from a patient, the client has made the necessary arrangements regarding its local rules what is the source of leak -- waste line or non-waste line? From the vials, no waste line on this instrument was the customer exposed to blood or bodily fluids? No, the customer see the small amount of the blood. He put glove before operate on the instrument. Was there any physical harm to the customer as a result of the leak? No

Manufacturer narrative:
Investigation summary: customer reported a failure on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the broken vial in the drawer. A bd remote assistance communicated with the customer and guided the customer to check if there is any debris and blood left in the drawer. The customer confirmed that they were not exposed to the small traces of blood left in the drawer. Bd remote assistance provided the customer with the decontamination protocol. The customer followed the instructions of the bd remote assistance and was able to remove clean the instrument. The instrument is deemed functional for customer¿s use. This is an unconfirmed failure of the bd product. Review of device history record for ft4781 was not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue.bd quality did not receive any returned parts or instrument for investigation. The root cause was broken vial in the drawer. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while running a patient sample on a bd bactec¿ fx, instrument top, packaged the vial was not seated properly and the vial broke. Traces of blood from the vial was discovered. The user was not directly exposed to the blood. Sample did not have to be recollected. The following information was provided by the initial reporter, translated from french to english: the customer opened the machine and found a broken bottle inside. Traces of blood from the bottle were found. The customer was not directly exposed to the blood. The amount of blood found was small, and did not expose another person or patient vial. This patient's result will not be used to render a result but will be redone. The patient was not called back, the blood collected was enough to re do the assay 1. Was the leak contained within the instrument? Contained within the instrument 2. Was the leak in a customer accessible location? Yes, in drawer. 3. Was there spray of fluid under pressure? No spray under pressure, few drops. 4. What was the fluid that leaked? Blood from a patient, the client has made the necessary arrangements regarding its local rules. 5. What is the source of leak -- waste line or non-waste line? From the vials, no waste line on this instrument. 6. Was the customer exposed to blood or bodily fluids? No, the customer see the small amount of the blood. He put glove before operate on the instrument. 7. Was there any physical harm to the customer as a result of the leak? No.